Event description:
During a post-implant follow up examination, exposed urtheral bulking implant material was observed. The exposed material was removed with grasping forceps. The patient was reported as doing well. No further complications have been reported.